Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A health professional reported that a patient was revised approximately two years and two months post-operatively to address a fractured everest polyaxial screw and a fractured everest mi cannulated polyaxial screw. It was further reported that it is currently unknown if one or both of the screws fractured. This report captures the everest polyaxial screw.